Manufacturer narrative:
The reporter stated that they decided to keep the original pump rather than the replacement pump. They initially felt there was a delivery issue with the replacement pump but has since realized the issue they were experiencing was not resulting from any product malfunction. They declined the need to troubleshoot the issues she reported for this pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging history settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/13/2015 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2015. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering within the required range and delivering accurately. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.